Event description:
It was reported that patient did not have the controller with. The reason for call was the controller would not turn on. Patient said they had a problem with it and was sent a new battery pack and now it won't turn on at all. The issue started probably at the beginning of the year, january 2025. Patient also mentioned they had another back surgery and had been turned off for a while, close to 9 months. Troubleshooting was unable to be performed as patient could not find the controller on the call. Patient will call back when she finds the controller. Patient called back and repeated previously documented information. Patient stated they found the controller but have lost the recharger and ac power supply. Agent sent requests to repair. Agent reviewed charge duration as well as no device found message. Agent emailed prs to update address. Patient called back stating they received rtm (recharger) and ac cord and they found their controller, however, it did not power on. Pt thought maybe it got damaged during the move. On the call had pt take the battery out and plug the controller in the ac cord. The screen did not come on. The ac cord had the green light. A request was sent to repair to replace the controller. Pt mentioned their stim was off due to lumbar fusion as hcp wanted pt to keep stim off. Reviewed once the replacement controller is charged, pt might get no device found and will need to press recharge to go through prm. Patient(pt) called back stating that they had called to get a replacement since their other one was broken, so they charged up the replacement controller but the recharger wouldn't let them charge their implantable neurostimulator (ins). Pt was currently trying to recharge the ins and saw no device found. Agent reviewed and had the pt tap recharge to go through passive recharge. Pt noted that the recharger relay box would click like the recharger was working. Pt saw the middle number on the trying to recharge screen as 89. Agent had the pt reposition the recharger and pt then saw the number as 96. Pt eventually saw the normal charging screen with recharging excellent indicated. Pt then stated that the recharger cord was degraded and sticky. Agent reviewed recharger replacement with the pt. Patient called back and repeated previous documented information. Pt stated the last time they called they got a replacement controller but the controller was not working right and they were told to fully charge the device so they did and turned on the controller but the controller won't let them adjust or turn off the stimulation because they kept on getting no device found even when the implantable neurostimulator (ins) was charged. Pt said they wait until the implant was depleted and attempted to turn the stimulation back on but they were having the same problem. Pt mentioned they need to have an MRI and was told to bring the device with them to turn on MRI mode. Pt attempted to charge both controller and ins last night but the controller was not acting right and they can't explain it. They tried again this morning but was still getting no device found and kept on asking to reposition the recharger. During the call, pt was charging the ins and showed controller at 80% and ins at 100% with excellent connection. Agent had pt to reset the controller. Pt tried to unlock the controller screen and was able to go to the main screen showed, group a stimulation off. Pt was also able to turn on stimulation but as they tried to manipulate the controller screen, pt tried to go back to the lock screen and tried to unlock but was till getting no device found. Pt tried to turn off the stimulation by pressing the white square button but after doing that, they can still feel the stimulation. Agent reviewed information. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent request to replace the controller. Agent told pt to call back to finish the pairing process properly. Patient called back stating they did not receive the package. Consulted with repair. It appears the return label was put on the box instead for notification#: 000304675319. Resubmitted another request. Called patient back to let them know about the package. Patient said they were in need of turning stim off because it was shocking them and they also needed to have an MRI. Reviewed patient can do it with recharger attached until they get a new controller. On the call walked patient through using the controller with recharger. Patient was able to successfully turn stim off and confirmed they were able to go into MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.